Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 434 mg/dl and the blood glucose level at the time of call was 356 mg/dl. The customer they did not feel the need to troubleshoot. The customer reported that pump will not allow more insulin due to active insulin being above 10 unit. The customer advised that they had a no delivery that caused the blood glucose and that they changed the set out. The insulin pump will not be returned for analysis.